Manufacturer narrative:
The returned device analysis could not test the reported difficult to open or close (gripper actuation - single) as the clip was not returned. The actuator mandrel was observed to be bent and one of the l-lock tab was broken. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, the reported difficult to open or close (gripper actuation - single) appears to be related to procedural conditions as the gripper was able to lower after troubleshooting. The observed bent mandrel and broken l-lock tab during the returned device analysis were likely related to the storage/transit conditions of the returning device as no broken components/damage to the cds were noted by the account when the cds was removed from the anatomy before transit. There is no indication of a product issue with respect to manufacture, design or labeling. D9: the device was initially reported as not returning, however, it was subsequently received.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and the leaflets grasped. It was noted the posterior gripper did not lower immediately, after several maneuvers, the gripper arm was lowered and the clip was able to be deployed. A second cds was advanced and placed on the mitral valve although imaging was difficult due to the shadow from the steerable guide catheter (sgc). After deployment of the second clip, it detached from the anterior leaflet (single leaflet device attachment (slda)). A third clip was implanted to stabilize the slda clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.